Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was not aligned in the tube because it could rotate freely. The evaluation found the waveguide could rotate inside the tube. The torque adapter was destroyed and could not secure the waveguide in place. This allowed the generator to spin freely without decoupling. It was reported that the device was difficult to assemble. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the waveguide was found to be broken. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each dev ice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, both device were difficult to disassemble. They used a new device to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found the waveguide was not aligned in the tube because it could rotate freely. The crack propagated until the waveguide fractured.